Event description:
The initial reporter alleged they received questionable ferritin, total psa, folate, and vitamin b assay results for an unspecified number of patient samples tested on a cobas e 801 analytical unit. For ferritin and total psa, samples returned a confirmed value of 0 ng/ml upon repetition, which is clinically implausible. For folate, initial results were reported as >20 ng/ml, repeating at >40 ng/ml after automatic dilution, all with data flags. For vitamin b, initial results were >2000 pg/ml, repeating at >4000 pg/ml after automatic dilution, all with data flags.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The customer replaced system reagents. After this, controls recovered within range. The field service engineer determined that tubing was dirty. The fluidic pathway was cleaned. The system was purged, reagents were primed, and cell conditioning cycles were performed. Controls were run and the results were acceptable. The investigation is ongoing.